Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was not producing images. There was no injury associated with this event.

Manufacturer narrative:
The philips field service engineer inspected and tested the suspect transducer. He found no malfunction or errors with the transducer which remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The suspect transducer was evaluated by a philips field service engineer at the customer site.